Event description:
It was reported by the customer that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection and correction bolus via pump. The customer changed the infusion set and cartridge to resume insulin delivery.